Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Procedural related complications are influenced by the ¿type of surgery, patients pre-existing comorbid state, and perioperative management.¿ uti/urinary tract infection can be directly related to the insertion of the foley catheter during the surgical procedure. Prolonged use of the catheter increases the patients risk for developing a uti. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. G7 pps ltd acet shell 54f item# 010000664 lot# j7589221. 36mm i.d. Size f neutral liner item# 30103606 lot# 65833256. Femoral stem cementless collared high offset 12/14 taper size 2 item# 574202020 lot# 3161223. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip replacement. Subsequently, the patient went to urgent care and was diagnosed with a uti and prescribed ciprofloxacin and then, at the 1-year follow up post implantation appointment, severe pain and severe difficulties walking was reported. Patient was prescribed stretching and meloxicam for suspected greater trochanteric bursitis. Diligence is completed and no further information on the reported event has been provided.